Manufacturer narrative:
Date of event defaulted to (B)(6) 2017 as it as unknown when the patient was initially admitted to the hospital. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient had reportedly been hospitalized due to a dialysis cycler not draining him properly during pd treatments, and was discharged on (B)(6) 2017. Per pdrn the patient stated the cycler left large amounts of fluid in him. The pdrn stated the patient recently transferred to this clinic, and the previous clinic had informed them that the patient had a history of non-compliance, and reported experiencing similar issues with draining in the past. The patient's dialysis cycler was replaced. Additional information and medical records were requested.

Manufacturer narrative:
Patient identifier: (B)(6). Date of event: (B)(6) 2017. Conclusion: there is no documentation supporting a possible association between the liberty cycler or any fresenius products and the patient¿s hospitalization. Additionally there is no documentation to support the patient¿s complaints of the liberty cycler leaving large amounts of fluid and causing the patient to be hospitalized; nor is there any documentation supporting the patient being hospitalized as a result of pd therapy. A possible relationship between the patient¿s comorbid condition of svc syndrome or other unknown comorbid conditions and the need to be hospitalized may exist. However, possible causality cannot be determined based on the lack of hospital information provided. The actual device was returned to the manufacturer. Exterior visual inspection showed the heater tray was discolored. The reported complaint symptom ¿not draining (no alarm)¿ was not confirmed during testing. The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. It was reported by a peritoneal dialysis (pd) nurse this pd patient with end stage renal disease (esrd) patient utilizing continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) had been having trouble draining on the cycler. On (B)(6) 2017 the pd nurse reported the patient had told her that the cycler leaves large amounts of fluid in him. During the call it was learned the patient had been hospitalized and was being discharged on (B)(6) 2017. The pd nurse reported that the patient said he was admitted because the cycler was not draining him well. This was not confirmed by the pd nurse. The patient stated that he could do manual pd treatments. During a follow up call on (B)(6) 2017 to the pd nurse the patient was seen that day in clinic to have labs drawn. During the clinic visit the patient was educated about using the appropriate fluids. The pd nurse stated that the patient recently transferred to the current clinic, and the previous clinic had informed them that the patient has a history of non-compliance, and reported experiencing similar issues with draining in the past. No other information related to the patient clinic visit is known. The medical records received did not include any admission or discharge diagnosis, nor was there any information related to the hospital course. However, the medical records did include multiple lab results from the hospitalization period of (B)(6) 2017. From the lab results (below) it was evident that the patient had respiratory distress as he was initially placed on continuous positive airway pressure (CPAP), [arterial blood gasses (abgs) while on CPAP below]. However, the cause of the respiratory distress was unknown. The following day the patient¿s respiratory status declined to the point of requiring intubation and artificial ventilation. The details as well as the cause of the respiratory failure is unknown. According to the received blood laboratory for analysis it can be deduced that in addition to renal failure the patient was diabetic (high glucose levels), an elevation of white blood cells (wbc) and a procalcitonin level was drawn indicating the patient was at risk for or suspicious of septic shock, triglycerides 925 and potassium levels a low of 2.8, which could signify cardiac disease. A computerized tomography (CT) of the neck with contrast for a previous history of superior vena cava (svc) syndrome was performed on (B)(6) 2017; the etiology surrounding this was unknown.